Event description:
The user facility reported that a perforation occurred during a coronary intervention procedure while a runthrough ns device was in use. The event resulted in the death of the patient. No additional event specific information was provided by the user facility.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The involved sample has not been made available for evaluation and the involved product code and lot number is not known. Therefore, the failure investigation was limited to the assessment of information provided by the user facility and evaluation of a retained sample from the reported product code. Inspection and testing of a retained sample confirmed that there were no anomalies or defects and performance specifications were met. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).